Manufacturer narrative:
Two embolectomy catheter were received in a single undamaged round cardboard tube; this tube may not be the tube the catheters were shipped in. This report represents one of the returned catheters. The catheter was received in a broken shipping tube. The outer catheter tube is broken at the clear adaptor. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer round cardboard tube and it was found that the catheter is in good condition, although the product sterility has been compromised. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Event description:
It was reported that two catheters were broken out of 6 that were received. The shipping tubes had "snapped" at the top narrow area of the tubes. The catheters were received in a cylinder tube. There were no patient complications.